Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 47mg/dl. The customer was sleeping and did not feel well. The customer had symptoms of shaking. The customer treated for the low blood glucose with food. Customer¿s blood glucose level was 95 mg/dl at the time of the call. The customer declined troubleshooting and mentioned they had forgotten to eat his night time snack. Advised the customer to follow up with the health care profession to adjust the basal rate if necessary. The product will not be returned for analysis.